Manufacturer narrative:
Date sent to FDA: 09/10/2020.

Manufacturer narrative:
Date sent to FDA: 09/15/2020. Additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-17052019-0000434173 submitted for adverse event which occurred on (B)(6) 2012. Mwr-23052019-0000438406 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent periumbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and ventral hernia repair surgery and mesh was implanted on (B)(6) 2012 during which the surgeon noted ¿the initial mesh had shifted and was no longer covering the defect.¿ it was reported that the patient underwent removal surgery and incarcerated recurrent ventral hernia repair surgery on (B)(6) 2013 during which the surgeon noted ¿dense adhesions covering 100% of the previous mesh. A portion of sigmoid colon was loosely adherent to the anterior abdominal wall and ventral mesh.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. Other implanted product was captured in separate file. No additional information is provided.